Event description:
A (B)(6) year-old patient underwent a laparoscopic appendectomy. In the middle of the procedure the surgeon articulated the stapler and it would not unlock. The stapler was pulled out with the trocar and the stapler would not fire all the way. An ethicon rep walked staff thought the issue of stapler not firing all the way.